Event description:
An inititation of hemodialysis treatment a leak occurred on the bloodline at the bonded joint between the main venous tubing and bottom port of the venous chamber. Blood volume in the venous line and dialyzer were discarded resulting in estimated blood loss of 164cc. No pt injury or need for medical intervention are reported.